Event description:
It was reported that shortly following the implant procedure of this left ventricular (lv) lead, the patient experienced phrenic nerve stimulation (pns) in all configurations. Prior to the revision, the physician programmed the device to right ventricular-only pacing as to avoid the recurrent pns. The patient underwent a replacement procedure where this lv lead was explanted and a new lead was implanted to resolve the event. The lv lead was retained by the healthcare facility and is not expected for analysis. The patient was stable with no additional adverse consequences.